Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed every time the prime test is performed. It was stated that the piston continues to move forward after it makes contact with the reservoir, and insulin squirted out. No further information was provided.